Event description:
It was reported through a clinical study that adverse reactions to metal debris after recap-m2a-magnum large diameter head metal-on-metal total hip arthroplasty procedures had been performed, that 3 patients (3 hips) were revised due to armd, 8 patients (8 hips) were considered to have definite armd but had not been revised and 29 patients (32 hips) were considered to have probable or possible armd. No further information has been provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No conclusion can be made as to the cause of the events. The sections could not be completed as the information involves multiple revisions/patients and/or is unknown: dates of events, expiration dates, dates implanted, dates explanted, initial reporter, manufacture dates.